Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a delay in critical therapy following a leak. On an unspecified date and time, delivery of an unspecified volume of tpn was initiated using the unspecified tubing set. After an unspecified length of time after the start of the therapy, it was reported that the patient's glucose level was "low" and received a bolus dose of 10% dextrose in water and the delivery rate of the tpn was increased to "140 cc/kg/day." On (B)(6) 2011 at 0730, the nurse noted a "smell of tpn" and checked the tubing set for leakage; however, no leak was noted. It was reported that the patient continued to have low glucose levels and the dietician asked the nurse to check for leakage again. Upon further inspection, the nurse noted leakage from the distal clave port of the tubing set. The tubing set was replaced and the therapy was resumed. After an unspecified length of time, it was reported that the patient's glucose level increased to an unspecified level. Though requested, no additional information was provided.